Event description:
Outpatient physical therapist, certified in dry needling, performed a dry needling procedure at the r thoracic paraspinals. During the dry needling session, a 30mm dry needle was inserted along the thoracic spine at a trigger point local to the right thoracic paraspinals. During the needle in an attempt to have the needle exit via the path it was inserted; this did not occur. The patient was then escorted to the rest of needles in that box was removed from patient use.